Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic and presented with low output current and increased seizures. The increased seizures are noted to be related to vns stimulation and above pre-vns baseline levels. The patient was reprogrammed to 1.75ma and the output was able to be delivered and it was noted that the tm has the tablet data. A device history records review was completed. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently did not note that the patient presented with high impedance. F10 adverse event problem, corrected data: initial report inadvertently did not code a072201.

Event description:
Additional information received noting that the patient is now presenting with high impedance. The initial report of low output current is actually related to the high impedance. The patient later underwent surgery and once the lead pin was reinserted the high impedance resolved.